Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. A laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. The sample was found to have no problem with fitting into the trocar. The returned laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic probe did not enter the trocar. The surgery was completed by replacing it with a new product and without harm to the patient.